Event description:
It was reported that this child stopped hearing with his cochlear implant, after an impact to the implant site. Using the appropriate diagnostic equipment, it was determined that the device was not functioning according to manufacturer's specifications. All electrodes were open circuit. Explantation/reimplantation surgery is planned for the future. The surgery date has not been reported to cochlear.